Event description:
This lead was implanted on (B)(6) 04 ,and was capped on (B)(6) 12. During routine patient follow-up it was observed that the device had performed a lead safety switch on the rv lead due to an impedance measurement >2500ohms. Stored egm's with noise consistent with a lead fracture were also observed and some noise on the rv electrogram was recreated with specific arm movements. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).